Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead had dislodged. Chest x-ray was performed and confirmed that the lead was dislodged. Upon interrogation, the lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in good condition.